Event description:
A distributor reported an AED rescue where the customer stated that the AED's metronome pace was set low, and the arriving ems team immediately removed the pads and replaced them with theirs, which had a much quicker metronome pace. They reported that the AED did not advise a shock and that the patient was not resuscitated. The information contained in this case does not reasonable suggest that the AED caused or contributed to death or serious injury and therefore this MDR is not being filed as an adverse event. It must be noted that the metronne pace on all defibtech aeds are set based on aha/erc guidelines and is not user configurable.

Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.